Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-09651. It was reported that one of the patient's l5 leads pulled out of the epidural space, during an unrelated procedure. As a result, the lead was explanted and replaced, which addressed the issue. Both l5 leads are being reported as it is unknown which lead pulled out.